Manufacturer narrative:
The device, used in treatment, was returned for evaluation. Lot number (17act0002) the visual inspection of the reducer rod confirms the rod is bent. Lot number (13hct0009) the visual inspection of the reducer connector, reducer collar and reducer adapter confirms a piece missing from the reducer connector. The piece was not returned with the device. The device shows significant signs of wear/usage. The pieces of the device were manufactured in 2013 and 2017. A review of complaint history on the listed part revealed no prior complaint for the listed batches with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. These devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the item broke during surgery. No delay reported. No patient injuries reported. A s&n backup was available.